Event description:
Complainant alleged that during functional testing, the device was experiencing defib problems and was unable to specify what the malfunction was. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.